Event description:
It was reported that during a port placement procedure, the device guidewire allegedly frayed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 01/2026),

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire was returned for evaluation. Gross, microscopic visual and dimensional evaluation were performed. The investigation is confirmed for the reported guidewire frayed, bent and identified stretched and protrusion issues as both flat and round core wires were noted to be protruding the coils of the guidewire and both had a complete break on their distal ends. Further, guidewire was noted to be unraveling and bends were noted. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 01/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the device guidewire allegedly frayed. It was further reported that the guidewire was allegedly bent. There was no reported patient injury.